Event description:
The graft was placed for a-v access in the arm of a 67-yr-old female pt. Postoperatively, swelling and redness was observed. Fluid collection was observed over one of the anastomoses. The surgeon was unable to reduce the fluid collection. Seven weeks postoperatively, the graft was removed. A small portion was returned for evaluation.